Manufacturer narrative:
Other relevant device(s) are: product ID: cable 9733597 external axiem pwr/data, serial/lot : unk: patient information is requested : system checkout is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the axiem box was not detected before the case. It is noted that the system axiem box and emitter were replaced recently. The issue with the axiem box was that the navigation light would turn off and stop navigating intermittently during navigation. After switching out the cable it seems to have resolved the problem. There was no patient harm and the procedure was not delayed over an hour.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Hardware component was replaced and system checkout was completed and the system performed as intended. A hardware analysis of casepart-315611was completedto determine the probable cause of the issue. The cable jacket has separated at the lemo connector of the returned cable exposing the shield wire which has been severed. No conductors have been exposed. A continuity test revealed opens at pins 1 and 4 of the usb cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.